Event description:
A falsely elevated ctni result of 1.21 ng/ml was obtained on a sample from a patient. This result was not reported. Patient history was 0.06 ng/ml prompting lab to repeat the test on another analyzer which produced a 0.06 ng/ml result. This correct result was released to the physician. Additional testing on the original instrument produced results of 0.06 ng/ml, 1.59 ng/ml, and 0.02 ng/ml. The erroneous result was not reported to the physician. Patient treatment was not prescribed or altered as a result of this erroneous result. There was no report of adverse health consequences to the patient. Analysis of instrument data indicated failure of heterogeneuos module flush component.